Event description:
It was reported that the pump battery would not charge, despite using a tandem charging cable and trying multiple charging methods, and that the cord had always been difficult to insert into the charging port. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to try a different wall outlet and, after confirming continued charging issues, was provided with a replacement pump and a new charging cord. They were also advised to let the battery fully deplete before returning the faulty pump using a prepaid label, and to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer confirmed the shipping address and understood the instructions provided.